Event description:
Customer's mother reported receiving a no delivery alarm. She was assisted in performing a 5 unit fixed prime and stated that insulin did exit and that the insulin pump again alarmed for no delivery. The blood glucose reading was 139 mg/dl. She was advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.